Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted minor body fluid contamination in the lead barrels. A review of the device memory noted no resets, errors, or fault codes. Further review noted increasing rv pacing impedance measurements over the last year. Manual lead impedance measurements were tested and were within normal range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. The device was also at end of life (eol). It was reported the patient had been lost to follow-up. The device was explanted and successfully replaced. The rv lead was surgically abandoned and another rv lead was implanted. To date, there have been no adverse patient effects reported.